Event description:
First knee implant done (B)(6) 2012 the cement gave away, make implant loosen up have to have a revision done asp, still have popping, swelling and pain. The doctor had to cut nerve, bones a longer rod. Being unbalanced has made my left need turn inward. Have to see a doctor about that situation. I feel that johnson & johnson should pay me pain and suffering for a defective implant, which only me but several others have complained. FDA safety report ID # (B)(4).